Manufacturer narrative:
As of the date of this report, the vessel sealer extend instrument has not yet been received by intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer reported a vessel sealer extend instrument had been giving the customer problems for a while now. The vessel sealer extend instrument sealed the small vessels and cauterized tissue very well. However, on the larger vessels, the instrument was not sealing even with two or three burns before deploying the blade. Customer tried to put the vessel sealer extend instrument back in the da vinci tower it still did not seal. It is unknown how the procedure was completed. There have been no reports of any injury to the patient. Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the reporter did not have additional information. This was a broad complaint about overall effectiveness of the vessel sealer extend instrument, not specific to a specific procedure or event.